Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the iabp was not pushed into the cart all the way which caused the iabp to not charge the batteries. The fse latched the iabp into the cart and the batteries began to charge. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.